Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and customer¿s current blood glucose value is 229 mg/dl. The customer has treated high blood glucose with the insulin pump and manual injection. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. They also received insulin flow blocked alarm. The insulin pump passed high pressure test and displacement test. The insulin pump will not be returned for analysis.